Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter was giving inaccurately low readings with the control solution. The pt obtained the control solution readings of 92 mg/dl, 94 mg/dl and 79 mg/dl on the reported meter. The acceptable range for the lot of test strips in use was 104 mg/dl to 139 mg/dl. The pt claimed she experienced unspecified symptoms of high blood glucose levels that occurred prior to the meter issue. The pt took no action and did not seek any medical attention. Troubleshooting revealed the meter was programmed for the correct unit of measure and calibration code number, and the test strips were in good condition. The meter and test strips were replaced. The pt did not suffer an adverse event due to the reported meter. The onset of the pt's symptoms occurred prior to the meter issue. The pt denied seeking medical attention. However, as the allegedly inaccurate control solution results issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.